Event description:
The reporter indicated the screen on the vns therapy programming handheld was freezing after interrogation and during programming. The reporter stated, the handheld screen would turn gray. Troubleshooting did not resolve the issue. The handheld and programming software have been returned to the MFR for product analysis (pending results).

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.